Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-apr-2022. The customer reported that two ultralife 9v lithium batteries exploded as the battery terminals made contact with each other when placed outside of an I-stat 1 analyzer on a table. The conclusion per the supplier is that this incident was caused by the two batteries being connected together, which is not in alignment with ultralife's safe handling and storage directions stamped on each battery. A rocketware search spanning six months found no related incidents. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/17/2019. The customer reported that two ultralife 9v lithium batteries exploded as the battery terminals made contact with each other when placed outside of an I-stat1 analyzer on a table. The ultralife batteries have not been returned to apoc, nj for investigation; therefore, failure analysis could not be conducted. The pictures supplied by the customer confirmed that the incident took place. The customer accepted responsibility and stated this incident was a direct result of his own actions. A rocketware search spanning six months revealed no similar incidents. No deficiency has been identified.

Manufacturer narrative:
(B)(4). Note: although ultralife batteries are not an abbott point of care product, they are recommended and used in the I-stat analyzer. The event occurred when the batteries were removed from the I-stat and placed on a table, and the leads contacted each other causing the event. Ultralife corporation is being notified of the event and return product has been requested. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by an apoc account manager (am) who called on behalf of (B)(6) hospital to report that ultra life 9.0 volt lithium batteries exploded while both were kept outside the I-stat analyzer sn (B)(4). The am also reported that the user (doctor) was wearing t-shirt which got torn off and the user was injured with wound on the back, below right shoulder. Pictures of the exploded batteries were provided and attached to this report. There was no additional information at the time of this report. The batteries have been requested for investigation. . Based on the information available, there were user related injuries associated with this complaint. Per the customer, one of the batteries got pushed back towards the battery kept opposite by the doctor & both the batteries contacts established physical contacts to each other, which led to the explosion due to shorting.